Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
During a service call, the field service engineer (fse) was on site to inspect the alinity I processing module for a transfer pump leak and the presence of black particles in the trigger reservoir. During the replacement of the trigger fitting at the junction block, tension on the trigger hose caused it to snap back resulting in a drop of trigger fluid entered the fse right eye. The eye was immediately flushed with tap water and ph neutralization solution on site for 15 minutes. The fse consulted a doctor, and an eye exam was performed and showed no damage or impairments. No additional medical treatment was reported. The fse stated no eye impairment or discomfort present and was able to resume normal field work the following day. The fse was wearing a lab coat and gloves during the service activity, however, no protective eye wear was worn. There was no further impact to patient management or user safety reported.

Manufacturer narrative:
Service was attempting to replace the trigger fitting at the junction block, on the alinity I, serial number (B)(6), when a drop of trigger fluid splashed in the field service representative (fsr) right eye. The fsr was not wearing protective eyewear. The fsr immediately flushed his eye for 15 minutes and no additional treatment was sought. The face seal fitting repair kit (part number a-51998-01) was replaced. The instrument service history for alinity I processing module, serial number (B)(6) verifies no subsequent issues have been reported related to splashing from a part. A review of tracking and trending did not identify any trends for the face seal fitting repair kit. No trends were identified for the alinity I processing module regarding the current complaint issue. A review of the manufacturing documentation did not identify any nonconformances or deviations for the face seal fitting repair kit and complaint issue. The operations manual adequately addresses biological and chemical safety hazards that include wearing personal protective equipment (ppe) and safety awareness where hazards may exist. In this case, the splash to the field service representative¿s eye occurred because the proper personal protective equipment (ppe) was not worn. Based on the investigation, the alinity I processing module for serial (B)(6), and the face seal fitting repair kit were performing as intended, no systemic issue or product deficiency was identified.

Event description:
During a service call, the field service engineer (fse) was on site to inspect the alinity I processing module for a transfer pump leak and the presence of black particles in the trigger reservoir. During the replacement of the trigger fitting at the junction block, tension on the trigger hose caused it to snap back resulting in a drop of trigger fluid entered the fse right eye. The eye was immediately flushed with tap water and ph neutralization solution on site for 15 minutes. The fse consulted a doctor, and an eye exam was performed and showed no damage or impairments. No additional medical treatment was reported. The fse stated no eye impairment or discomfort present and was able to resume normal field work the following day. The fse was wearing a lab coat and gloves during the service activity, however, no protective eye wear was worn. There was no further impact to patient management or user safety reported.